Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2022 due to patient state. Approximately 7 weeks after the first surgery. The surgeon explanted diaphysial plate, 4 locking screw and 2 standard screw. The surgeon implanted diaphysial plate and 6 locking screw.